Event description:
It was reported that 95 of the bd prn adapter's are damaged. The following was received by the initial reporter: when removing the needle, the rubber on the heparin cap cannot be pulled out, and the rubber and connector are broken, making it temporarily impossible to provide the number of defects. 800 pieces can be returned, and 900 pieces are required to be supplied to the hospital

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 11-jul-2023. H6: investigation summary a device history review was conducted for lot number 2136080. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Although 400 samples were provided to our facility, our engineers were not able to identify any instances of the reported non conformance. In lieu of the affected device, functional testing was performed on retention samples for this lot as well as on the provided representative sample provided by your facility, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Manufacturer narrative:
E.1. Initial reporter phone #: (B)(6). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 95 of the bd prn adapter's are damaged. The following was received by the initial reporter: when removing the needle, the rubber on the heparin cap cannot be pulled out, and the rubber and connector are broken, making it temporarily impossible to provide the number of defects. 800 pieces can be returned, and 900 pieces are required to be supplied to the hospital.